Event description:
It was reported that the 9800 system had lines appearing through the image. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The camera was replaced duringthe service call. The system was tested and found to be working as intended and put back into service.